Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the distal end brush. There was a physical damage, it was confirmed that air leak occurred in the forceps channel. Therefore, olympus surmised that the foreign material could not be removed due to a physical damage of the device. The reprocessing method for enf-vt3 is described in the reprocessing instruction manual, "ear, nose and throat videoscope enf-vt3, cleaning/disinfection/sterilization edition." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the laryngo videoscope exhibited foreign objects inside the tip brush. There were no reports of patient involvement.